Event description:
A customer reported experiencing a cgm error 42 related to their device. There was no reported adverse impact on the customer's blood glucose level. Technical support provided comprehensive guidance for resetting the pump, which resolved the error, and the customer successfully began their sensor session without further issues.